Manufacturer narrative:
(B)(4). Investigation summary: the instrument was received with the black coating of the blade damaged. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a vats-esophagectomy, it was found that the coating of the blade tip was peeled off but no pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.